Event description:
Surgeon was using cautery hook in shoulder capsule when it snapped off. Surgeon brought in carm and searched for 4 hours trying to remove. Surgeon was unable to retrieve small metal hook from shoulder capsule. Patient will need to have second surgery to remove piece. Dates of use: (B) (6) 2010. Diagnosis or reason for use: left shoulder arthroscopy.